Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hbsag ii results for 1 patient sample on a cobas e 411 analyzer. This medwatch will cover hbsag ii. Refer to medwatch with a1 patient identifier (B)(6) for information on the anti-hcv ii results. The initial result was 1.43 coi, interpreted as reactive. Molecular testing was performed on the sample and the result was non-reactive.

Manufacturer narrative:
It was found that the customer did not use 13 millimeter rack adapters. Per product labeling, "not using a 13 mm sdta with 13 mm tubes or incorrect use of a 13 mm sdta may cause incorrect results or errors." All initially reactive or borderline samples should be redetermined in duplicate using the elecsys hbsag ii assay. Initially reactive or borderline samples giving cutoff index values of = 0.90 in either of the redetermination's are considered repeatedly reactive. Repeatedly reactive samples must be investigated using an independent neutralization test (elecsys hbsag confirmatory test). No product problem was identified.